Event description:
The customer reported via phone call that the insulin pump fell into water at the bottom of a cooler and that the insulin pump alarmed button error. The customer stated that the keypad was then unresponsive. The customer's blood glucose was 138 mg/dl. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during visual inspection. All buttons functioned properly. No button error alarms were noted. However, moisture damage was noted on keypad traces. Moisture damage was noted on the electronic assembly and motor assembly.